Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-29436 during follow-up, it was noted that the device registered vf episodes due to myopotential oversensing. Although no inappropriate therapy was delivered due to these episodes, the device was inhibited during vf detection resulting in an asystole. The device was reprogrammed to resolve the issue. The patient was in stable condition.